Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 31mm mitral mechanical valve, an echocardiogram was performed which showed one of the valves leaflets not closing appropriately. The following day, the patient was brought back in to the operating room and the valve was removed and examined by the surgeon for any potential abnormality and to make sure that there was no tissue impingement which could be effecting the performance of the valve. The physician wanted to ensure that there was nothing wrong with his surgical technique which could have caused the problem. No irregularities were found. The physician then re inserted the same valve and another transesophageal echocardiogram (tee) was performed. The tee showed that once again it appeared the valve was not functioning properly, so the patient was put on bypass and the surgeon removed and checked the valve again. The physician then asked for the rotation device to rotate the valve to see if the orientation was affecting the performance of the valve leaflet. This was done by opening another 31mm valve and using the holder from the new valve. The valve was rotated which made no difference to the problem. While the valve was still in place, the physician noticed that when the actuator was used the leaflets made a different sound than usual. The physician then looked at the new valve and noticed that the leaflets moved more easily than the one that was implanted. The physician then removed the implanted valve and inserted the second 31mm valve. There were no further problems found once this valve was implanted. No additional adverse patient effects were reported.